Event description:
Pt is a lser pt of ours who first had ipl done in 2006. Her second treatment was done the n ext month, third treatment the next. She came in at 9:30 a.m. This morning for her fourth treatment. She had not had any problems previously with her treatment, except a mild "heat rash" on her face after her second visit, which could be a normal variance of th eipl procedure.. We are in the process of trining our esthetician. She is a licensed esthetician who has gone through cutera laser training. This was the second ipl pt that I wathced her do. She had seen me do four previous ipl pts by myself and I was in the room with her. This time also, I was in the room with her to monitor her correct ipl use.